Event description:
The customer prepared the samples according to the cobas amplicor hiv-1 monitor test, v1.5 method manual for the hiv ultrasensitive assay. However the customer inadvertently ordered the samples to be amplified and detected according to the standard test definition file (tdf). The customer detected the incorrect order, deleted the a-ring for standard detection and used a dummy a-ring to order the ultrasensitive tdf. The cobas amplicor, however, ran the first couple of samples with the standard protocol and then aborted the remainder of the run due to an error message (225 0062, transfluid command execution error, zs motor). The customer reports the control results were valid despite being prepared for the ultrasensitive assay but amplified and detected with the standard tdf. Results for two patient samples were also provided, however no results were reported out. Patient samples and controls prepared in the ultrasensitive protocol but amplified and detected in the standard tdf would be approximately 10 fold too high. No incorrect results were reported.